Event description:
It was reported that the patient had drainage at the ipg pocket and lead sites. The patient was placed on antibiotics. The patient underwent a revision procedure wherein the pocket and midline incisions were washed out. The incision sites were looking better.

Event description:
It was reported that the patient had drainage at the ipg pocket and lead sites. The patient was placed on antibiotics. The patient underwent a revision procedure wherein the pocket and midline incisions were washed out. The incision sites were looking better. Additional information was received that the patient underwent an explant procedure wherein all device components were removed and were not returned as they were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7093842/7094261/7099250.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7093842/7099250/7094261.

Event description:
It was reported that the patient had drainage at the ipg pocket and lead sites. The patient was placed on antibiotics. The patient underwent a revision procedure wherein the pocket and midline incisions were washed out. The incision sites were looking better.